Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have a buckling upstream occlusion (uso) seal. The pump was put through accuracy testing and was within the defined acceptable parameters per the technical service manual. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso seal, updated software, reset the unit to standard configuration, and performed downstream occlusion (dso) calibration. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the unit failed the accuracy test. There was no patient involvement.